Event description:
Resident was placed in tub while the clean and disinfect cycle was operating. The hot water burned his feet. No hospitalization necessary. Additional training was requested and set up for the bathing staff. The facilities hot water temperature was also adjusted down to prevent this from over happening again.